Manufacturer narrative:
This complaint of a subcutaneous leak in the catheter is confirmed. The product implicated and returned for eval is a 5 fr t/l power PICC catheter. During functional testing a spraying leak was observed emanating from the catheter. The leak site is located between the 6 and 7 cm depth markers. The leak is located on the white hub lumen side of the catheter. The split in the tubing is longitudinal. A cross sectional view of the split site reveals a dull granular veneer. The leak site is lee than 0.4 inches in length. The split traverses in a straight line. A lot history review (lhr) of reya0403 showed no other similar product complaint (s) from this lot number.

Event description:
Sample received shows a burst at the 6-7cm mark. Note on bag reads, "leaking 2cm below securacath. Catheter was out 5cm. Catheter total length was 39cm".